Manufacturer narrative:
The hdf-3500 passed ¿out qat from heartsine technologies on the 30th october 2017. The device was returned for issuing a low battery prompt during omron goods inward testing , while connected to a test power supply. The fault was replicated during the investigation. The device history logs recorded significant fluctuations in voltage when the device was power cycled on multiple occasions using a test power supply. The fault was traced back to a failure of the battery terminal pogo pins. The above report has shown that under load, the voltage fluctuation across the battery terminal pogo pins was reduced enough to cause the device to give a low battery fail. The device successfully passed hdf-3500 final unit test (h045-014-004) while at heartsine, therefore, this report concludes the fault was intermittent in nature. Due to the stress testing carried out after replacing the battery terminal pogo pins, this device will be scrapped as a precaution.

Event description:
There was no patient involved in this event. The device gave a low battery prompt.